Manufacturer narrative:
(B)(4). The complainant was unable to provide the device lot number. Therefore, the manufacture and expiration dates are unknown. It was reported the device was not used past its expiry date. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a polaris ultra stent was used during a transurethral lithotripsy (tul) procedure performed in the ureter (date unknown). According to the complainant, during the procedure to exchange the stent, there was difficulty withdrawing the stent while the patient was in the treatment room. Fluoroscopy was performed, and the physician was unable to pass a guidewire through the kidney side of the stent, as the stent remained coiled. It appeared that the coil of the stent got stuck on the mucosa of ureter and it was unable to advance or withdraw it. The physician successfully removed the stent under anesthesia by ureteroscopy. Additionally, no kinks were noted on the stent when device was removed. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.